Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope was generating a cloudy image. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.